Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator. There was no reported patient involvement. During the evaluation of the device at a third party service center, the complaint was confirmed. Two ventilator service required alarm errors occurred relating to an oxygen blending module failure and an o2 flow communication error. The third-party service technician states that the oxygen blending module sub assembly valve was replaced to address both issues. Additionally, a battery not charging fault error, o2 pressure railed low error, and an oxygen blending module pressure error also occurred. The detachable battery was replaced to resolve the battery not charging fault error. The oxygen blending module sub assembly valve was replaced to address the o2 pressure railed low and oxygen blending module pressure errors. Also, the inline filter was contaminated and replaced. The particulate filter was replaced preventatively. No further investigation is required.